Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to periprosthetic aortic regurgitation with calcification. There was also mild prosthetic aortic stenosis. Per the op report, this patient presented with a number of medical problems including severe copd, pulmonary hypertension, severe left ventricular hypertrophy, hypertension, hyperlipidemia, two-vessel coronary artery disease, chronic renal dysfunction, chronic atrial fibrillation and significant class iii congestive heart failure (chf). The patient had a known mild periprosthetic aortic regurgitation for several years. He had no deterioration in cardiac function but then developed symptoms of chf this year. Echo and supravalvular aortic injection and cardiac catheterization demonstrated severe aortic regurgitation. Also some calcification noted on the aortic valve leaflet. Upon removal of the old valve, it was noted to be generally well-seated but severe perivalvular regurgitation was present and this seamed to originate near the right coronary cusp aspect of the valve. The ascending aortic was also noted to be highly calcified with calcium at the sinotubular junction and the proximal and midportion of the ascending aorta. The valve was explanted using great care to remove all the calcific debris. The annulus required a quite significant debridement due to the amount of calcium present in the aortic annulus. A new 25 mm edwards bioprosthetic valve was implanted. Intra-op tee showed the prosthesis well-seated without any evidence of perivalvular regurgitation.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the device was not returned to edwards for analysis; therefore, the source of the calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of insufficiency regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Although the root cause of this event cannot be confirmed, it appears that the reported leaflet calcification likely contributed to the perivalvular aortic regurgitation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.